Event description:
It was reported that during a wedge resection procedure, after cutting the lung on the third firing, the jaw could not be opened with the release button. The surgeon opened the jaws manually and found that the device and tissue were not separated. The surgeon separated the device from the tissue somehow, and found the distal part of the staple line was unformed. Also, it was malformed when the surgeon changed the cartridge. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.